Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: 1627487-2017-05309. It was reported that during an MRI scan the patient experienced a shooting pain from his ipg site down his legs. The ipg was placed into MRI mode and once the MRI scan was stopped the pain resolved. The patient turned stimulation on and no further pain was experienced.

Event description:
Device #1 of 2:reference MFR. Report: 1627487-2017-05309. Follow up information identified no further intervention was performed and reprogramming will be done at the next appointment.

Event description:
Device #1 of 2:reference MFR. Report: 1627487-2017-05309. Follow up information identified the patient is receiving effective stimulation and all impedances are normal.